Event description:
It was reported that the bd safetyglide¿ needle was blocked during the dtap-ipv vaccine injection. The following information was provided by the initial reporter: "writer went to immunize client with dtap-ipv vaccine in left deltoid, muscle using 1 inch needle. Unable to inject vaccine. Writer pulled needle back, still unable to inject vaccine due to pressure. Writer withdrew needle, switched it out and re-vaccinated client with no issues. Needle used has been part of a lot number that has had issues with being unable to push fluid through. Writer had pressed plunger to draw vaccine to end of needle with no noted issue prior to immunizing. Problem not noted until inserted into client. Needle used was bd safety glide25g 1 inch needle. Impact of incident: nurse withdrew needle and had to redo vaccine. Client had 2 pokes instead of one. Who was affected? Patient".

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. To aid in the investigation, a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the dtap-ipv vaccine injection. The following information was provided by the initial reporter: "writer went to immunize client with dtap-ipv vaccine in left deltoid, muscle using 1 inch needle. Unable to inject vaccine. Writer pulled needle back, still unable to inject vaccine due to pressure. Writer withdrew needle, switched it out and re-vaccinated client with no issues. Needle used has been part of a lot number that has had issues with being unable to push fluid through. Writer had pressed plunger to draw vaccine to end of needle with no noted issue prior to immunizing. Problem not noted until inserted into client. Needle used was bd safety glide25g 1 inch needle. Impact of incident: nurse withdrew needle and had to redo vaccine. Client had 2 pokes instead of one. Who was affected? Patient".